Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.